Manufacturer narrative:
Citation: procaccini et al. Incidental computed tomography angiography finding of a delayed asymptomatic ascending aortic dissection after transcatheter aortic value implantation: a case report. Hong kong j radiol. 2023 mar;26:e1-4. Doi.org/10.12809/hkjr2317445. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding an 84-year-old female patient who approximately one year prior had undergone implant of a medtronic corevalve.  At 10 days post-implant the patient had an active bleeding hematoma which was treated successfully via angiogram.  At a more recent follow-up, preliminary testing revealed the presence of atrial fibrillation, mild prosthetic paravalvular leak, and an aneurysm of the ascending aorta.  Computed tomography (CT) imaging confirmed the intimal flap originated from the anterolateral wall of the ascending aorta, immediately distal to the rim of the prosthetic valve and extended up to the proximal tract of the aortic arch.  There was no sign of aortic rupture.  The patient was hospitalized with only conservative treatment due to her high surgicalrisk and lack of symptoms.  For one week the patient remained hemodynamically stable on medical therapy and was eventually discharged with no apparent deficits.  At one-month follow-up imaging of the intimal flap demonstrated no change.  The patient continues to be monitored via follow-up examinations and echocardiography.  No additional adverse patient effects were noted.